Event description:
Information was obtained that the patient had their generator explanted. The explanted generator has not been received by product analysis to date.

Event description:
The patient presented with high impedance one month following their implant. The patient was taken back into surgery so the device could be checked. The surgeon reported that high impedance was still noticed even after testing the generator with a new resistor pin from a previous generator package. It is currently unclear if pin re-insertion was attempted during surgery, if the lead or generator was revised, or if generator diagnostics were run with test resistor. No other known surgical intervention has occurred to date. No other relevant information has been received to date.